Event description:
The patient said that the audio bolus button would occasionally not activate desired pump functions when pressed so the user had to press it again. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings:the audio bolus button cover was torn, with evidence of moisture. Unrelated to the original complaint, investigation revealed that the display was dim, faded, and discolored; additionally, the keypad buttons were intermittently unresponsive due to misaligned contacts.